Event description:
The account alleged that the CPR lever seemed to be stuck down and wanted to know how to free it. This would prevent the head section from being elevated.

Manufacturer narrative:
The facility wiggled the CPR lever and the lever went back into the neutral position.